Event description:
It was reported to baxter (B)(6) that an unspecified quantity of interlink continu-flo soln set0.22 micron filter were having problems, and no further information was available at time of initial report. In a followup report on (B)(6) 2013, the customer advised that the nurse was unable to connect a secondary set because the membrane on the injection site was not able to be perforated using a canula with y lock. Patient involvement, injury/adverse events, or medical intervention in association with this event is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: evaluation codes. The exact root cause of the reported condition was determined to be a manufacturing deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: 2 actual samples were available at the plant for evaluation. Visual inspection showed no obvious defects. Each sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed. An in-house 2c7452 secondary set also spiked into an in-house 1000ml solution bag containing reverse osmosis water was the attached to both the top and bottom y sites. With the exception of the top y site of sample 2, it was noted that, inserting the lever lock cannula required several attempts for the remaining y sites. Close visual inspection of the difficult y sites showed that the center slit is off center. The complaint will be confirmed. No further testing was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information becomes available, a followup report will be submitted.